Event description:
It was reported that there was noise on the high impedance coil on the right ventricular (rv) lead. There were no known interventions, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2004 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2011 (B)(6); 4965 implantable pacing lead 2011 (B)(6). (B)(4).